Manufacturer narrative:
E1: phone: (B)(6). Investigation evaluation: description of event: it was reported that a 'cook bakri postpartum balloon with rapid instillation components' balloon leaked during treatment of postpartum hemorrhage (pph). The device was placed in the patient and continuous leakage of fluid was noted. The balloon was deflated and removed as a leak was suspected. The device did not come into contact with any sharp instruments. The patient had an estimated blood loss of 800 ml prior to device use; the patient lost an additional 300 ml following device use; total estimated blood loss was 1100 ml. The patient received 2 units of "leukocyte-reduced red blood cells". Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), and a functional test of the returned device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned in an open package with a label, heavily soiled with blood. The balloon was inflated with 150ml of water, and no leaks were observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'cook bakri postpartum balloon with rapid instillation components' balloon leaked during treatment of postpartum hemorrhage (pph). The device was placed in the patient and continuous leakage of fluid was noted. The balloon was deflated and removed as a leak was suspected. The device did not come into contact with any sharp instruments. The patient had an estimated blood loss of 800ml prior to device use; the patient lost an additional 300ml following device use; total estimated blood loss was 1100ml. The patient received 2 units of "leukocyte-reduced red blood cells".